Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was put into storage mode. The contact had the pump plugged into a power source to charge and the contact was holding the down the wake button. Reportedly, the customer's blood glucose level was 433 mg/dl and it was addressed with an alternate pump. The pump was turned back on.